Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided images found the flat electrode detached from the device's tip. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include hitting the device tip against a hard surface, using the device as a lever to enlarge surgical site, mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a procedure, the plate on the tip of the super multivac 50 broke away. The piece was retrieved intraoperatively. The procedure was completed without surgical delay. It is unknown if there was a back-up device available. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).